Manufacturer narrative:
This complaint involves a reported (B)(6) result on the ab line. The patient was confirmed non-reactive via abbott architect (B)(6) combo at cmia and (B)(6) antigen and antibodies 4th gen at quest. An investigation has been conducted by orgenics with the following activities and results: · the assay performance was assessed by testing kit lot # 160525 from qc retention. The kit performed accordingly with qc specification. · history record of release testing (qc) data and batch records for lot # 160525 were reviewed. All quality control release testing was valid and performed within specifications with no observed anomalies noted. · returned patient sample was tested with retention product for the given lot. The positive ab line was able to be replicated on a retention sample of the same product lot. · determine combo kit strips from the lot was received from the customer. The strips were tested using negative serum or plasma samples from qc set. All qc samples gave results according to qc specifications. No false positive results were observed. Based on the results of the investigation, orgenics was not able to confirm the reported complaint or determine a definitive root cause. However, a potential cause in this case may be the presence of a substance within the sample that could have influenced the test results, such as; toxoplasma igg, human anti-mouse antibodies, rheumatoid factor, elevated triglycerides, or (B)(6). As stated in the warnings section of the product insert for the alere determine (B)(6) combo: "specimens from individuals with toxoplasma igg, human anti-mouse antibodies, rheumatoid factor, elevated triglycerides (above 600 mg/dl), (B)(6), hospitalized and cancer patients may give (B)(6) test results." Corrective action / preventive action (CAPA) investigation (internal reference (B)(4)) has been completed for further investigation of reoccurring false positive results when testing labor and delivery samples. (B)(4) assessed the significance of the (B)(6) rates to the safety and effectiveness of the test in pregnant and labor and delivery patients. Investigation conclusions made within the CAPA indicate that alere determine (B)(6) combo produces results within the range expected as mentioned in the product pi and has performed similarly with another FDA-approved 4th generation test in a comparable field study. Based on the above, there is no evidence to suggest a product deficiency and the investigation is deemed closed. The trend will be further monitored and tracked.

Manufacturer narrative:
Investigation pending.

Event description:
Customer reported a potential (B)(6) result for a labor and delivery patient. Confirmatory testing was performed and the result was negative. There were no adverse patient outcomes reported.